Event description:
It was reported that episodes of non-sustained lead noise dectection were noted. Lead dislodgement was found. Lead was replaced.

Manufacturer narrative:
No medwatch form was received.